Event description:
It was reported that during an unknown procedure, the jaw could not be opened after the 2nd firing when the doctor tried to use outside the operation field. After the jaw was opened by hand forcibly, the device would clip properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.